Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to have been discarded.

Event description:
It was reported that during a laparoscopic gynecological procedure the jaws would not release tissue. The device was clamped on tissue. It was not known if the device "burned through" completely or not, but when it was decided to unclamp, the device would not unclamp normally. It had to be "worked" to get it released. Another device was used to complete the case. There was no patient injury. The device was reported to be discarded.